Event description:
A customer contacted beckman coulter regarding some erroneous testosterone results which did not repeat as expected that were generated by the unicel dxl 800 access immunoassay system. Only the two testosterone results were provided by the customer. Sample one had a testosterone result of 17.33 ng/dl and sample two had a testosterone result of 0.0 ng/dl. The erroneous testosterone results for sample one and sample two were reported out of the lab. The customer indicated that both samples were repeated. The repeated testosterone results for sample one and two were 931.31 mg/dl and 202.70 ng/dl respectively. There has been no report of injury requiring medical intervention that can be attributed to this event.